Event description:
According to the reporter: the shaft came off the device during use. No pt injury or significant impact to surgery was reported. The sample will be returned.

Manufacturer narrative:
MDR initial report submitted: 11/3/2008.